Manufacturer narrative:
Second paragraph added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a femoral artery dissection was identified upon removal of the delivery catheter system (dcs). As a result, two units of blood were transfused, an unspecified medication was administered, and surgical intervention was required. The following day, an electrocardiogram was performed and showed sinus rhythm with a first-degree atrio-ventricular (av) block. Subsequently, a temporary pacemaker was used. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used as the access site for the dcs. Additionally, a left bundle branch block and first-degree av block were treated with a permanent pacemaker implant five days following the onset.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a femoral artery dissection was identified upon removal of the delivery catheter system (dcs). As a result, two units of blood were transfused, an unspecified medication was administered, and surgical intervention was required. The following day, an electrocardiogram was performed and showed sinus rhythm with a first-degree atrio-ventricular (av) block. Subsequently, a temporary pacemaker was used. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used as the access site for the dcs. Additionally, a left bundle branch block and first-degree av block were treated with a permanent pacemaker implant five days following the onset. Additional information was received that following valve implant, a right femoral stent was placed as a result of the dissection. Additional information was received that a hematoma was noted following the intervention for the dissection.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added h6. Annex e added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a femoral artery dissection was identified upon removal of the delivery catheter system (dcs). As a result, two units of blood were transfused, an unspecified medication was administered, and surgical intervention was required. The following day, an electrocardiogram was performed and showed sinus rhythm with a first-degree atrio-ventricular (av) block. Subsequently, a temporary pacemaker was used. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used as the access site for the dcs. Additionally, a left bundle branch block and first-degree av block were treated with a permanent pacemaker implant five days following the onset. Additional information was received that following valve implant, a right femoral stent was placed as a result of the dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 4 units of blood were transfused as result of the femoral artery dissection rather than 2 as previous reported. The left bundle branch block (lbbb) and first degree atrio-ventricular block were resolved with sequelae with the implant of the permanent pacemaker.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a femoral artery dissection was identified upon removal of the delivery catheter system (dcs). As a result, two units of blood were transfused, an unspecified medication was administered, and surgical intervention was required. The following day, an electrocardiogram was performed and showed sinus rhythm with a first-degree atrio-ventricular (av) block. Subsequently, a temporary pacemaker was used. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used as the access site for the dcs. Additionally, a left bundle branch block and first-degree av block were treated with a permanent pacemaker implant five days following the onset. Additional information was received that following valve implant, a right femoral stent was placed as a result of the dissection. Additional information was received that a hematoma was noted following the intervention for the dissection. Additional information received indicated that 4 units of blood were transfused as result of the femoral artery dissection rather than 2 as previous reported. The left bundle branch block (lbbb) and first degree atrio-ventricular block were resolved with sequelae with the implant of the permanent pacemaker. Additional information was received to report the patient had an electrophysiology visit and during the pacemaker interrogation, 72 episodes of atrial fibrillation (afib) were noted.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a femoral artery dissection was identified upon removal of the delivery catheter system. As a result, two units of blood were transfused, an unspecified medication was administered, and surgical intervention was required. The following day, an electrocardiogram was performed and showed sinus rhythm with a first-degree atrio-ventricular block. Subsequently, a temporary pacemaker was used. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (j120451); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.